Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an uninstalled top over kit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected field: d5. It was reported that the cardiosave intra-aortic balloon pump (iabp) had an uninstalled top over kit. There was not patient involvement or adverse event reported. A getinge field service engineer (fse) was dispatched to investigate the issue. Arrived on site and installed top protection cover attached per field safety corrective bulletin number.

Event description:
It was reported that the getinge field service engineer arrived at the site and was informed that the cardiosave intra-aortic balloon pump (iabp) top cover kit had never been installed on the device. There was not patient involvement.